Manufacturer narrative:
Lead: model: 3093-28 , lot#: unk, implanted: unk, explanted: (B)(6) 2012.(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010).

Event description:
It was reported that the patient had their implantable neurostimulator (ins) system explanted due to inadequate therapeutic effect and the need for an MRI. During the explant procedure, the lead broke and a 3.5 cm fragment was left in the patient. X-rays were taken to image the fragment. The patient outcome was reported as "doing fine". Additional information was requested but was not available at the time of this report.